Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The allegation made by the complainant could not be confirmed. However, the probable root cause of the event was due to the device which could not be turned on.

Manufacturer narrative:
B3, date of event was captured as (B)(6) 2026. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump experienced fluctuations in flow and pressure. The event occurred during an infusion. There was a patient involved; however, no harm was reported.